Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of thrombosis and swelling are listed in the electronic proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but are not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of thrombosis and swelling are listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of thrombosis, swelling and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled, "notable complications due to vascular close devices after catheter ablation".

Event description:
This event is from a literature review of a patient who underwent an atrial fibrillation ablation procedure via an 11.5f sheath in the right femoral vein. The pre-close technique was used to preplace a proglide suture in a puncture site. The ablation procedure was completed. After closure with the proglide suture, hemostasis was not achieved. A figure-8 stitch was used to achieve hemostasis. Post-procedure, 13 days, an edema was noted in the lower right extremity. Ultrasound revealed a thrombus in the right external iliac vein for this patient. Edoxaban was increased with an ultrasound showing the thrombus disappeared. No additional information was provided.